Event description:
Description of event according to initial reporter: a patient with a previously placed ivc filter was undergoing abdominal surgery. Things got moved around during surgery and the physician noted that the filter legs perforated of the ivc. Physician placed a tulip filter on (B)(6) 2019, and the patient had surgery sometime after that in the abdominal area. During the surgery, they noticed that the filter had perforated the vena cava wall. The surgeons asked physician about it, and he said that it was most likely due to the fact that they were moving things around a lot in her abdomen and the filter therefore got moved. Three of the filter¿s legs were perforating the vena cava. The ivc was opened and the filter was removed and then the ivc was ligated.